Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient complained about infusion sets was fell off during use. The adhesive is used in area of site of insertion was skin tac. The infusion set is long for 12 hours. No further information available.